Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "at 04:00 on (B)(6) 2024, during ward rounds, the hospital found that the patient's catheter connector was dislodged, the patient was bleeding, and his vital signs dropped dramatically, so the patient's deep venous catheter was clamped in a timely manner and was given an indwelling needle for intravenous infusion. At 04:25 hours, the patient's bleeding had ceased, and his vital signs were gradually returning to normal, with an improvement in adverse events, the patient was reported as fine post the incident with no other harm or consequence.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "at 04:00 on (B)(6) 2024, during ward rounds, the hospital found that the patient's catheter connector was dislodged, the patient was bleeding, and his vital signs dropped dramatically, so the patient's deep venous catheter was clamped in a timely manner and was given an indwelling needle for intravenous infusion. At 04:25 hours, the patient's bleeding had ceased, and his vital signs were gradually returning to normal, with an improvement in adverse events, the patient was reported as fine post the incident with no other harm or consequence."